Event description:
It was reported that once the catheter kit was opened, the tip of the introducer was found kinked. When advanced, both the proximal and distal ends of the introducer kinked, resulting in the failure to deliver the catheter. It was stated this occurred roughly six times. (B)(6) 2022-one used sample was returned to represent the six affected units. The returned sample showed kink damage and sheath tip contained deformation damage. Microscopic observation of the deformation revealed it to be bunched inwards. The facility reported the same issue occurring on six devices. This report addresses the first device/the sample returned.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to advance the microintroducer is confirmed to be manufacturing related. One 5 fr x 7 cm microez microintroducer was returned for evaluation. A kink in the sheath was noted 1.6 cm from the distal end. Blood residue was visible on the device. The sheath tip contained deformation damage. Microscopic observation of the deformation revealed it to be bunched inwards. The tip orifice was found to be blunt without evidence of a taper. The condition of the sheath tip likely contributed to a difficult insertion; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the alleged event. A lot history review (lhr) of refs2646 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (refs2646) have been reported from the same facility in (B)(6).